Event description:
It was reported that a user of the ilet bionic pancreas paired with a libre 3 plus cgm experienced a cgm scan error and cgm-offline condition, during which a capillary blood glucose was 375 mg/dl; the user reinstalled the app, re-scanned, and activated a new sensor that completed warm-up and subsequently provided glucose values to the app and then the pump. Symptoms included hyperglycemia. Outcomes included temporary interruption of cgm data to the pump with subsequent restoration of readings and return of glucose into range. Investigation included device history and data review. Investigation of this case revealed that cgm communication and activation were restored after app reinstall and sensor re-scan, with no further malfunction observed. It was concluded that the event was consistent with a transient cgm communication/activation issue, with no device failure confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.